Manufacturer narrative:
The hill-rom technician found the brake on switch inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left caregivers membrane control on the siderail to resolve the issue. Based on this information no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm was inoperable. The bed was located at the account. There was no patient / user injury reported. This report was filed in our complaint handling system as complaint (B)(4).